Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump delivered incorrect boluses that she did not programmed. Customer stated that she had low blood glucose of 70 mg/dl due to her insulin pump gave her more insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.